Manufacturer narrative:
Unit alarmed failed battery test due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into b1 interface board. Unable to verify unexpected low battery alarms or perform displacement test due to failed battery test alarms. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched lcd window. Unit received with broken belt clip slot. Unit received with stained endcap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and have replaced batteries fifteen times. Customer's blood glucose was 368 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for low battery and was found that customer had recently replaced the battery cap with a new one but battery problems still persist. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.